Event description:
Clinic notes for the vns patient¿s office visit on (B)(6) 2014 were received indicating that the patient was experiencing pain at her generator site. It was noted that the patient¿s mood had changed and was similar to pre-vns levels. Upon interrogation, the patient¿s device showed that it ¿failed¿. The patient was referred for surgery, but no known surgical interventions have occurred to date. The office visit was originally scheduled because the patient¿s generator battery had depleted. Though it was documented in the notes that the interrogation of the device showed that it ¿failed¿, end of service is a distinct likelihood which would trigger this type of documentation in the clinic notes regarding the message received. However, clarification regarding the ¿failed¿ message has not been received to date. Review of the available programming and diagnostic history showed normal diagnostic results through 08/04/2010. A battery life calculation using the available programming history showed 0 years remaining.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Manufacturer narrative:
Adverse event and/or product problem; corrected data: the previously submitted MDR inadvertently listed the event as both an adverse event and product problem. This event is not a product problem. Type of reportable event; corrected data: the previously submitted MDR inadvertently classified the event as a malfunction. This event should have been classified as a serious injury.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.